Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. You are receiving this medwatch report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that on (B)(6) 2011, a 3.5x28mm promus stent was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2015, the patient was admitted to the hospital and a myocardial infarction (mi) was diagnosed. Another percutaneous intervention was performed and medication was provided. The event resolved without sequela. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.